Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 13768384.